Event description:
A customer returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed foreign material in the device distal end. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and during the incoming inspection a leakage was found. Additional findings were as follows: the switch box and the plug unit both had a scratch. The suction cylinder had no color. The light-guided lens had a crack. The distal end was shaved and had residual liquid. The adhesive around objective lens was worn. Also the glue between the distal end and the adhesive was worn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material (residual liquid at the distal end of the device) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.